Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, metallosis, and elevated metal ion levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.